Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7170877 all inspections were performed per the applicable operations qc specifications. There were fifteen (15) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag 500 has been found with a short cannula during use. The following has been provided by the initial reporter: it was reported by the consumer that the needles are too short for humalin n vials. Verbatim: relion syringe caller using 3/10mlcc, 31g 8mm, lot # 7170877 unknown occd date & exp date finding the needles too short for humalin n vials. Unknown occd dates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31ga 8 mm 10bag 500 has been found with a short cannula during use. The following has been provided by the initial reporter: it was reported by the consumer that the needles are too short for humalin n vials. Verbatim: relion syringe caller using 3/10 mlcc, 31g 8 mm, lot # 7170877 unknown occd date & exp date finding the needles too short for humalin n vials. Unknown occd dates.